Manufacturer narrative:
H4: the lot was manufactured from january 30, 2020 - january 31, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video was performed which observed that the spike was sufficiently spiked through the membrane of the sample. The membrane did not appear broken when the spike was inserted and was sufficiently broken through when the spike was removed. There was no blockage observed through the video. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was blocked. It was further that the bag could not be spiked. This was identified at the hospital prior to use. There was no patient involvement. No additional information is available.